Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 20-dec-2019. Device evaluation: the device has been returned and evaluated by product analysis on 19-dec-2019 with the following findings: during investigation, the complaint regarding cs 064 alarm could not be investigated due to pump damage. Unrelated, the display was cracked and the printed circuit board components damage due to impact to pump case. The pump is unable to power on and the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.